Manufacturer narrative:
The investigation is ongoing. H3 other text : not returned.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26mm s3ur valve, a lunderquist wire was used to straighten out the aorta-iliofemoral system. The 18fr dilator was coated in propofol and inserted through the left femoral access site. Little resistance was met, and the vessel was successfully dilated. Since the dilator went through with little resistance, the doctors decided not to utilize shockwave to soften the calcium burden. Next, the 14fr esheath+ was coated with propofol and inserted into through the left access site. The sheath went in with minimal resistance and the tip made it all the way to the abdominal aorta. A 20mm bav balloon was used to dilat//size the annulus of the native valve. A change in the patient's gradient was observed after the bav balloon. The 26mm s3ur and commander system were then inserted into the body. High resistance was met in the left iliac and one of the struts was bent away from the balloon. The implanter tried to pull back the commander system, but the valve was lodged in the sheath. The valve had separated from the commander balloon but was still contained within the sheath. When the entire valve, sheath, and commander system were pulled out, part of the artery was attached to the sheath. An emergency cut-down was performed, and 2 stents (fem-fem bypass grafts) were put into the patient to stabilize the avulsed area. The patient was in stable condition after the emergency fem-fem bypass graft placement. The implanter decided to let the patient recover and stabilize before attempting to implant a new thv. Unfortunately, the patient expired two days after the procedure from ischemic gut and right-sided, lower extremity (rle) ischemia. Prior to the case, discussed at length with the ucsf tavr physicians that the transfemoral approach would be difficult due to heavily calcified and tortuous anatomy. Physicians still decided to move forward with the transfemoral approach. The implanters chose to gain access on the left and move forward with the case.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16029 and 2015691 2023-16030 . Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. The 26mm commander delivery system (ds) valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was reviewed that showed the valve was crimped on the inflation balloon and moved past the distal valve alignment marker while being withdrawn wit the sheath through the patient's vasculature. Tortuosity was present at the access vessel. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander with s3/s3ur, commander with s3ur and esheath plus, and the device procedural manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve moves on the balloon was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the 26mm s3ur and commander system were then inserted into the body. High resistance was met in the left iliac and one of the struts was bent away from the balloon. The implanter tried to pull back the commander system, but the valve was lodged in the sheath". Evaluation of the provided imagery revealed the thv was moved past the distal valve alignment marker. The procedural training manual states, "withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position." Pulling the crimped valve through the sheath can cause the valve apices to interact with the sheath liner, resulting in the reported thv movement distally onto the inflation balloon. The complaint for balloon torn was confirmed based on the provided imagery. The provided imagery showed that the balloon was torn at the I/c bond. It is possible that calcification and tortuosity caused non-coaxial withdrawal of the delivery system through the sheath as the customer reported, "the transfemoral approach would be difficult due to heavily calcified and tortuous anatomy". Excessive manipulation used to overcome high withdrawal forces (resulting from non-coaxial withdrawal angles/stuck thv), may have caused the crimp balloon to weaken and tear at the I/c bond. Additionally, the procedural training manual states, "withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position." Pulling the crimped valve through the sheath can cause the valve apices to interact with the sheath liner, resulting in the reported I/c bond tear. In this case, a conclusive root cause is unable to be determined. However, available information suggests that patient (calcification, tortuosity) and/or procedural factors (excessive manipulation) and/or user error (improper withdrawal technique) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per provided imagery, it appears that the valve moved off of the crimped balloon and on to the inflation balloon and did not dislodge off of the delivery system as previously reported.